Event description:
The customer reported their thermometer was giving false negative readings. The device was reported as reading 4-5 degrees lower than with use of another type of thermometer. There were no reported complications from this incident. Arc has requested the return of the thermometer for investigation.